Event description:
According to a translation of an autopsy report forwarded to shiley by the cardiologist, the autopsy revealed that "valve failre was noted" and one strut was missing. According to the translation of the report, the pt has shortness of breath and chest pain and "arrived..clinically in shock". The autospy report indicated that the valve size was 29mm and the pt expired on the evening of 2/26/2001.

Event description:
The initial rptr forwarded a copy of a letter to shiley that was received from a physician who reported an alleged fracture of a pt's bjork-shiley 70 degree convexo-concave mitral heart valve. According to a copy of the letter from the physician, the pt died and an autopsy indicated the cause was "an acute myocardial infarction, but also strut fracture." Photographs, subsequently received from the physician by the initial rptr and forwarded to shiley, indicate the outlet strut is missing from the flange of the bscc mitral valve.